Event description:
It was reported that noise and externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 11.5-12.0cm from the connector pin and 46.6-47.6cm from the distal tip, consistent with lead friction to the ICD. Internal insulation abrasion was found at 8.7-9.1cm from the distal tip. The etfe coating was intact at these locations.